Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. The customer's blood glucose was 466 mg/dl. Customer had treated their blood glucose with a bolus delivery. It was also found the customer was feeling sick due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer's cannula was not bent. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.